Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and defib/pacer stress testing without duplicating the report. The defib connector was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. The customer's multifunction cable was not returned as part of this investigation. It was recommended to the customer to discard the multifunction cable used as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.